Event description:
It was reported that the patient was undergoing radiation therapy and the device experienced multiple power on resets (por). The por's were cleared. It was further reported that a remote transmission showed a por again. It was noted that the transmission showed that the required battery voltage for elective replacement indicator (eri) had changed from before the por and was indicating the incorrect necessary voltage. This occurred because the por had erased the new software. The device was interrogated again, the software was reinstalled and the battery voltage was back to the previous reading. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Critical ram parity error recorded on (B)(6) 2011 in address "10 5e". Por severity is considered low as device should be able to fully recover after reset. Patient was undergoing radiation therapy during the por event and changing software version during the radiation treatment-associated por, which may explain the presence of version 2 software.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.